Event description:
It was reported that a balloon rupture occurred. A 10 mm x 3.00 mm wolverine coronary cutting balloon monoaral was used to dilate a severely calcified lesion, and on the first inflation at 16 atmospheres for 15 seconds, the balloon ruptured. The procedure was completed with another manufacturer's device and the patient's status was good.

Event description:
It was reported that a balloon rupture occurred. A 10 mm x 3.00 mm wolverine coronary cutting balloon monoaral was used to dilate a severely calcified lesion, and on the first inflation at 16 atmospheres for 15 seconds, the balloon ruptured. The procedure was completed with another manufacturer's device and the patient's status was good. Device was returned and evaluated by manufacturer. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. Blood was identified within the balloon and inflation lumen which is evidence of a device leak. The returned device was attached to an encore inflation unit. Positive pressure was applied when liquid was observed to be leaking from a balloon pinhole located approximately 7mm distal to the distal end of the proximal markerband. An examination of the balloon material and markerband identified no issues which could potentially have contributed to this complaint. The markerbands, blades and tip section of the device were visually and microscopically examined and no issues were noted with the device that may have potentially contributed to the complaint incident. All blades were present and fully bonded to the balloon material. A visual and tactile examination identified that the hypotube was kinked at more than one location. This type of damage is consistent with excessive force being applied to the device. No other issues were identified with the shaft of the device that may have potentially contributed to the complaint incident. No other issues were identified during the product analysis.